Event description:
Caller indicated the relion prime meter was giving variable readings. The customer went to (B)(6) to purchase his meter and strips on (B)(6) 2013. He waited to test the next day (B)(6) 2013 around 2pm on his prime meter. He stated the first few readings he received err as a message on the screen. He tested again and received a reading of 85mg then he tested on his freestyle got a reading of 289mg. At that time he decided to check his blood again on the prime meter and received 389mg within 10 minutes apart. He called (B)(6) to see if they could assist him but they referred him to contact customer service for assistance. He doesn¿t always change his lancets, but always washes his hands or sometimes uses alcohol swabs. He stores his items on the kitchen counter, but items are new. Explained proper technique and storage. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.